Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experienced hyperglycemia. Blood glucose value was 421 mg/dl. Customer treated with intravenous insulin. The customer did not experienced the symptoms. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of event. Customer stated that the insulin pump had a multiple insulin pump error alarm. Customer was alleging insulin pump for under delivery because the customer was not getting enough insulin. The insulin pump will return for the analysis. The reservoir will not be returned for analysis.